Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having difficulties with infusion set which may have leaked when attempting to disconnect. Customer's blood glucose was 400 mg/dl. Customer was able to successfully change infusion set. Infusion set would be replaced.